Manufacturer narrative:
H11: correction. D4: corrected model#. Section d4: was updated to indicate correct model#. G4: PMA/510(k)#: the device is a similar device marketed in foreign countries and is not marketed under the 510k.

Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However,the customer has reproduced the issue while the infant flow sipap- was disconnected from ec40. Vyaire medical indicated that the use of the philips concentrator has not been validated with the sipap and advised testing without this philips concentrator. Distributor indicated both units were disconnected from the philips concentrator, and only one unit gave again the alarm once. Our engineer erased the alarms and the unit did not reproduce the alarm since that action. Vyaire advised observing both units for 24 hours under different modes and with several shutdowns and startups without the concentrator. That would confirm or rather provide feedback as to the possible reason of the issue. Once certain that there are no other issues that could cause the restart and e90, test again with the concentrator to verify that that is what causing the issue. The issue involved 2 serial numbers, (B)(4) and (B)(4). This report is for (B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Event description:
The customer reported to vyaire medical that the infant flow sipap ventilator was connected to the philips ec40 and used with the patient for the first time. However, during ventilation, the infant flow sipap switched off automatically, restarted with error e90, and restarted the ventilation. Furthermore, there was unknown patient outcome.